Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and psuedotumor.

Manufacturer narrative:
New etq record created in order to update (B)(4) as requested by MDR team to update the MDR's. Reason for original complaint : clinical study - subject complains of pain - onset date unknown. Surgeon emailed 5 aug 2009 to advise revision scheduled for (B)(6) 2009. A review of the information provided identified no requirement for any further investigation. No changes were required to the previous investigation conclusions. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.